Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as hurt and sore. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone acetonide and briotech topical skin spray for the skin irritation. Follow up indicated that the skin irritation improved.